Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device stopped functioning. - this occurrence was noticed during patient ventilation. The o2 saturation dropped below 90% for a few seconds. - whether alarms were triggered was not reported. - the device log files (service log, error log, event log) were provided to hamilton. - there is patient involvement reported. This event occurred during patient ventilation. - there is need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device stopped functioning. - this occurrence was noticed during patient ventilation. The o2 saturation dropped below 90% for a few seconds. - whether alarms were triggered was not reported. - the device log files (service log, error log, event log) were provided to hamilton. - there is patient involvement reported. This event occurred during patient ventilation. - there is need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The event occurred during ventilation. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective pressor sensor assembly. After replacing the pressor sensor assembly, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device stopped functioning. This occurrence was noticed during patient ventilation. The o2 saturation dropped below 90% for a few seconds. Whether alarms were triggered was not reported. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation. There is need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.